Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted if the device is received.

Event description:
Received info that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 200 units. The customer attempted the load process with a different cartridge, but received the same error. There was no impact to the customer's blood glucose level.